Event description:
The bolt was too short, then too long, needed a thicker one and used pmt bolt; screwed down 6 turns as instructed and transgressed too far into intradural. Could not see distal end, opened via craniotomy to retrieve.manufacturer response for pmt bolt, anchor bolt (per site reporter)======================